Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. The customer's address is unknown. Unknown, (B)(6) USA has been used as a default. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd autoshield¿ duo safety pen needle had "issues". The following information was provided by the initial reporter: "customer called in to report issues with the autoshield pen needle."

Event description:
It was reported that the unspecified bd autoshield¿ duo safety pen needle had "issues". The following information was provided by the initial reporter: "customer called in to report issues with the autoshield pen needle."

Manufacturer narrative:
H.6. Investigation summary no samples (including photos) were returned as of 4 (B)(6) 2020 therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform complaint lot history check due to an unknown lot number for difficult/unable to operate. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) is required at this time. H3 other text : see section h.10.